Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 17, 2019 was filed inadvertently. No serious injury has occurred. This report is filed on july 16, 2019.

Manufacturer narrative:
This report is submitted on june 17, 2019.

Event description:
Per the clinic, the patient was administered a medication (unknown type) for pain and swelling at the implant site.